Manufacturer narrative:
(B)(6). The issue was addressed by providing guidance on arterial pressure monitoring requirements during balloon pump therapy and troubleshooting the suspected clotted inner lumen. The user was advised to attempt obtaining a blood return, de-air and flush the lumen for at least 15 seconds while on standby, and then maintain patency per hospital policy. If a blood return could not be obtained, the user was instructed to cap the lumen and label it as clotted. The user confirmed the fiberoptic source was functioning properly and expressed appreciation for the guidance provided.

Event description:
The user called the emergency support program line to report a clotted inner lumen. No patient harm was reported.